Manufacturer narrative:
A ge field engineer (fe) evaluated the system and found a broken wire in the table longitudinal lock cable. The fe replaced the cable and verified table lock functionality. Procedures are currently in place per the preventative maintenance manual to inspect the conditions of all electrical connections, including the cables.

Event description:
It was reported that the compax 40e system table locks did not engage, causing the table to move freely in a longitudinal direction. There was neither injury reported nor pt involvement. The concern is for a serious injury if a pt were to become unsteady and fall as a result of free movement of the table.